Event description:
It was reported that during implant of the left ventricular lead, the suture sleeve would not grip the lead and the lead moved inside the sleeve. Eventually, the sleeve was sutured successfully and the lead was implanted. There were no adverse consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).